Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an eluvia self-expanding stent delivery system. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The sheath showed buckling/damage at the nosecone and approximately 2cm proximal. The guidewire was frozen in the device and was protruding out of the distal end approximately 179cm from the tip. It was also noticed that there was tip damage and also buckling of the inner liner. The pull handle was broken approximately 2cm from the handle. The stent was not returned in the device. No additional damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became stuck on a non-bsc guide wire. A 7x40 130cm eluvia¿ drug-eluting vascular stent system was implanted in the right popliteal artery. After stent deployment, the delivery system became stuck on the non-bsc guide wire and had to be removed from the patient together. No patient complications were reported and the patient was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became stuck on a non-bsc guide wire. A 7x40 130cm eluvia¿ drug-eluting vascular stent system was implanted in the right popliteal artery. After stent deployment, the delivery system became stuck on the non-bsc guide wire and had to be removed from the patient together. No patient complications were reported and the patient was stable. This product is only ous approved but it is similar to an approved us device.